Event description:
It was reported that the device had failed the volume test 18.22, 18.05, 18.47. The fault occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3 date of even unknown. One device was received for evaluation. Visual inspection found the device to be in used condition. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the expulsor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.